Manufacturer narrative:
Attempted to download using crest tool and was unsuccessful. The device p-cap / test reservoir does not lock in place properly. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly electrical board 1 and electrical board 2. Electrical board 2 (small) was swapped with test electrical board and insulin pump powered up after battery installation. The insulin pump was cut open and moisture damage was found on the keypad connector on electrical board 1, connector internal battery, power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The insulin pump was received with a cracked case (battery tube), broken battery tube threads, broken reservoir tube lip, broken retainer and missing reservoir tube o-ring.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that they were in the pool and was vibrating. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.